Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. On visual inspection it was noted that the fiber optic cable and air hose were cut/removed from the device. A handshake connection test and a tug test were carried out to examine the integrity of the connection and no issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. The burr was microscopically examined and the annulus of the burr was within specification. An attempt was made to wet test the rotablator plus unit and no speed was achieved. The turbine was seized. The advancer unit was dismantled to examine the turbine. A melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
Same case as: 2134265-2015-04461. It was reported that a burr became stuck in the wire. A 2.00mm rotalink¿ plus and a rotawire was selected and advanced to treat the moderately tortuous and severely calcified target lesion. While advancing the device with dynaglide mode through a guide catheter, it was noted that the burr stopped rotating. Pressure was added, but stall light was illuminated and the burr became unable to rotate. The physician thought that the device was stuck with a wire. The devices were removed together from the patient. The procedure was not completed due to same device was unavailable. No patient complications were reported and the patient's status was good.